Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components," and under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04066 / 04067).

Event description:
Patient underwent a knee revision procedure due to bearing wear and patella button tracking issues. The tibial bearing and patella button were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant products ¿ ascent femur, catalog 179035 lot 896820; biomet tibial tray 79mm catalog 141235, lot 620850; biomet arcom patella 34mm, catalog 11-150842, lot 476280. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-02013.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately 12 years post implantation due to bearing wear and patella button tracking issues. The tibial bearing and patella button were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.